Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited undersensing and the physician had difficulty placing the lead. The ra lead was capped. No patient complications have been reported as a result of this event.